Event description:
The tip of the catheter broke where the crystal is located.

Manufacturer narrative:
Additional information: d9, g3, g6, h2, h3, h6, h10. One viewflex xtra ice catheter was received for evaluation. The catheter tip was noted to be bent and fractured. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. A CAPA exists related to this complaint investigation.